Event description:
Physician performed a sphenoid dilation procedure using the xpress device. The physician noted clear fluid post dilation and was able to confirm a csf leak. The pt was admitted to the hospital and observed over the weekend, during which time the physician repaired the csf leak. The pt was reported to be doing well after the leak was repaired, with no complications or issues.

Manufacturer narrative:
At the time of this report, no further pt injury or negative health related outcomes have been reported. Entellus medical will continue to monitor this situation and provide subsequent reports if required. The device in question was disposed of post procedure and therefore the root cause for the event could not be identified.